Manufacturer narrative:
According to the facility, when connecting the syringe to the manifold, you twist it on, it takes an extra turn or two to lock on and then it will lose grip/connection and won't maintain tightness. It feels stripped/loose and the connection is compromised. It is still occurring frequently. There was no further information. A sample is available for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(4) on (B)(6)2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, when connecting the syringe to the manifold, you twist it on, it takes an extra turn or two to lock on and then it will lose grip/connection and won't maintain tightness.